Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported there was a battery issue. There was no reported adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
B5, add code 2885.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.